Event description:
It was reported that the customer experienced low blood glucose levels, which resulted in the customer passing out and slamming his head against a wall. The customer also reported sensor issues. The blood glucose reading was around or above 67 mg/dl. The customer also reported discrepancies between the sensor and blood glucose readings. The blood glucose reading was 91 mg/dl, compared with the sensor glucose readings between 45 to 50 mg/dl. Upon removing the sensor, the customer observed blood at the insertion site and an s-shaped cannula. He declined troubleshooting assistance for the low blood glucose event. He was advised that the sensor be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer solution test and sensor failed per specifications no isig readings detected. Checked lab transmitter for proper use and operation using and transmitter passed per specification. Also, found bent cannula. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used. Unable to confirm needle complaint, due to customer not returning insertion needle only sensor was received.